Event description:
It was reported on (B)(6) 2012, stating that high lead impedance readings were obtained (7/limit/high/no) when systems diagnostics were performed during a routine office visit. The last acceptable diagnostic results were said to be obtained sometime in (B)(6) 2011 when a dcdc of 2 was obtained. The patient has reported an increase in seizures however the increase is below baseline levels. The patient was seizure free until (B)(6) when he had one seizure and another one on (B)(6). The physician did not know if there was any recent trauma or manipulation. The patient's current settings were 1.5/25/250/30/3/1.75/250/60. The device will not be programmed off and x-rays will not be taken. The patient will be referred for a surgical consult for a full revision. Follow up revealed that there were no reports of trauma or manipulation and the patient only has one type of seizures (generalized tonic-clonic). It is unknown if there were any recent medication or programming changes however the increase in seizure activity is believed to be due to the patient not receiving therapy as the device is limiting out. Surgery has not occurred to date.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2012, and diagnostics following implant were within normal limits. Attempts for product return were unsuccessful. The facility indicated that the devices will not be returned for analysis due to their facility risk management guidelines.

Manufacturer narrative:
.